Manufacturer narrative:
After reviewing the records generated during the manufacturing process (DHR), we found no failure in the manufacturing process. The aligners in this order were manufactured according to digital specifications and met acceptance criteria.

Event description:
In this event it is reported that the nontemplate aligner arch - suresmile, the aligners were not working to rotate #25 and 25 sufficiently. A rescan had to be redone to correct the aligners.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.